Manufacturer narrative:
The device was received for evaluation. The analysis was completed on 8/16/2016. Based on the investigation findings the complaint cannot be confirmed as the implant coil was not returned and the pusher is damaged. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification. Reference mvi: (B)(4).

Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil prematurely detached at the distal end of the microcatheter. The proximal end of the delivery pusher broke. No intervention was reported. The patient was reported to be fine.